Manufacturer narrative:
(B)(4).

Event description:
Customer reports previous instances where catheter failure occurred and blood leaked from the catheter. The number of incidents is unknown. No report of a patient injury or complication.

Event description:
Customer reports previous instances where catheter failure occurred and blood leaked from the catheter. The number of incidents is unknown. No report of a patient injury or complication.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4.-catalog# corrected to ask-04001-bid2.